Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 31dec2023. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on the same day and generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218753 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218753 and test base part number 195-430h / lot 216188. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218753 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on the same day and generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.